Event description:
The guide fit was very loose on the stone model as well as the dental model. The doctor had anesthetized the pt, but he couldn't seat the guide properly to the continue on with the surgery.